Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The customer representative checked the system (which met specification). However, as a preventive measure, the system was readjusted and cleaned at that time. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported primary incisions would not seal on a patient during laser assisted cataract surgery. Sutures were required to close the incision. Additional information received stated there was no patient harm. The setting were changed and there were no further issues. There are two related reports for this event. This report addresses the patient initials, aw, and another manufacturer report will be filed for the other patient.